Event description:
The customer's father reported via phone call that the insulin pump received a button error alarm. The blood glucose reading was 417 mg/dl. The high blood glucose readings had not been treated, but the customer feels fine to troubleshoot. It was stated that the insulin pump was exposed to moisture, and the alarm did not occur right away. The customer was advised to revert to their back-up plan.

Manufacturer narrative:
There was no button error alarm noted. The act button did not respond due to corroded keypad trace. The insulin pump did not have moisture damage on electronics. The insulin pump was received with a cracked case at display window corners, battery tube threads, reservoir tube lip, reservoir tube, minor scratches on the display window, and the end cap sticker was missing.